Event description:
A report was received from patient regarding a malfunction with his device, there is difficulty with the middle top button. The patient declined further troubleshooting or follow-up from clinical technical support. There was no reported impact to the customer's blood glucose level.